Manufacturer narrative:
The complainant has been contacted several times in an attempt to have the reportedly malfunctioning device returned to zoll for eval. The complainant has indicated that they have not received the part back from their customer. In addition, the initial report incorrectly reported the age of the device in section "f9" as 33 months, when in fact the device age was 22 months. Also, section "f12" reported the location where the event occurred as a hosp, when in fact the event "other" should have been checked as the location where the event occurred is unknown.

Event description:
Complainant alleged that the medics were attempting to monitor a pt (age, gender, and pt condition unk), but were unable to obtain an ECG trace on the monitor. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.